Event description:
It was reported to baxter (B)(4) that an ipump experienced a system error 32. The reported condition occurred prior to use, but it is unknown in which care area this event occurred. There was no patient involvement, injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). A device history review was performed, finding that no exceptions were noted during the manufacturing of this device. Device evaluation: the reported condition of a system error 32 involving an ipump was confirmed as a micro-processor unit printed circuit board (mpu pcb) failure. This condition was not reproduced. The assignable cause was determined to be a defect mpu pcb. The mpu board was replaced to fix the reported condition. If additional information is received, a follow-up medwatch will be submitted.